Manufacturer narrative:
Updated fields: b4, d7a, d9, e1(event site name),g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: e1(event site telephone),h6(medical device problem code). Another contact info- (B)(6). Due to characterization limit e1 event site name: (B)(6). A getinge field service engineer evaluated the unit for the reported condition. During inspection, it was confirmed that the cylinder closing system was broken, preventing proper closure of the cylinder door. An initial intervention was performed, and a spare part was ordered due to the affected component not being listed in the standard parts manual. The defective plastic closing component was replaced. Following replacement, functional checks were performed with positive results. All applicable functional and safety tests were completed in accordance with factory specifications. The defective plastic part was disposed of by the customer and therefore was not returned for further investigation. The device was confirmed to be operating correctly and was cleared for continued clinical use.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) cylinder door no longer closes. There was no patient involvement.

Manufacturer narrative:
Other contact person: loloco loloco. Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.